Event description:
Avanos brand gastrostomy and gastrojejunostomy feeding tubes have frequent recurrent problems including catheters breaking, balloon ruptures, clogging, falling out and causing pain at catheter site. These problems have led to additional procedures, catheter exchanges, inability to re-insert leading to patients need ng [nasogastric] tube placement, tpn [total parenteral nutrition], additional days in ICU and or hospital ward, ER visits, ambulance transports from snf [skilled nursing facility], and additional imaging. Ir [interventional radiology] has evaluated alternates for these catheters which would not have these same problems. Recently ir purchased medline brand catheters which have now been used in several patients and per provider and patient feedback, do not lead to same clogging, breaking, dislodgement and pain/discomfort issues as the avanos. This medline replacement is only obtainable in a gastrostomy type tube, and a proper replacement for the avanos gastrojejunostomy (gj) and jejunostomy (j) feeding tubes, has not yet been obtained. This week alone ir has encountered at least 2 broken avanos catheters that have required additional ir procedures, in both cases the medline was used as the replacement with good feedback from patients/caregivers. Patient [redacted] reported pain internal to pre-existing g-tube site x 2 weeks, and external catheter hub which broke and leaked shortly after it was installed. Fluoro exam demonstrated appropriate positioning of pre-existing catheter. The pre-existing catheter was an avanos brand gastrostomy tube, and it was exchanged for a medline brand 14 f gastrostomy. Patient immediately reported the new medline catheter did not cause pain when it was pulled up at the site, which occurred with pulling up on avanos catheter. A search of the FDA [food and drug administration] maude [manufacturer and user facility device experience] database shows that similar issues like breakage, fragmentation, clogging, and painful migration have been reported at other institutions as well. So, it definitely doesn¿t seem unique to our site.